Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a large hematoma on their left thigh with active bleeding from a small artery behind the femoral vein. The patient was treated with antibiotics, and the issue resolved. The patient is a participant in the post approval network (pan) product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.